Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that possible occasional ventricular under-sensing was on stored electrograms egms. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.